Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that that when the manufacturer representative (rep) booted up the system, it was booting up to a no video detected on the main screen. On the camera cart, it booted up as expected but "connecting pcoip." The rep also reported that the site used system the day before the issue and it worked as designed. During troubleshooting, the rep reseated the solid state drive (ssd) - no resolution. The rep sent a photo of the back of computer and green universal serial bus usb didn't seem to be seated properly. The rep reseated the connection and the system booted up as expected. It was noted that the probable cause of the issue was a loose connection. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736403, serial/lot #: -, ubd: , UDI#: h3, h6: multiple fdd/annex a codes were reported. A0902 was coded for booting up to a no video detected on the main screen. A1102 was coded for no video detected on the main screen. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.